Event description:
On 15 may 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to next level of support for further assistance, but during follow up to share response from next level of support, user mentioned they did not want to look further into issue. Review of dms confirms user is currently using the system with information up to date.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. Initial examples of discrepancies were provided, but the caregiver was unsure whether the user had eaten or injected insulin before or during calibrations, which could have influenced the readings. The importance of calibrating under stable conditions and avoiding such activities during calibration was explained.further follow-up revealed that the user was now ensuring calibrations were done before eating or insulin administration, and the readings had since aligned more accurately. The user was educated on system lag and calibration best practices, including monitoring trend arrows. The case was escalated for further review. Engineering found no issues with the transmitter or sensor and confirmed that the system was operating within expectations. The user acknowledged the guidance and agreed to continue monitoring the system. With no further discrepancies reported and the system functioning properly, the case was closed. B4.date of this report 12 august 2025 g3.date received by the manufacturer? 12 august 2025 h6. Type of investigation updated to 4111 h6. Investigation findings updated to 114 h6. Investigation conclusions updated to 19.